Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. The shock impedance is variable and has been going between 90-130 ohms. Boston scientific technical services (ts) suggested continued monitoring or delivering a commanded shock. This product remains in service. No adverse patient effects were reported.